Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: smartablate generator (model# unknown serial# unknown). (B)(4) are related to the same incident. Generator parameters included: power control mode at 15-35 watts (not titrated) with 35 watts only being used in the left ventricle, temperature cut-off was at 45°c, and impedance cut-off was at 250 ohms. Although the rvot is the suspected site of injury, it has not been confirmed. Ablation was performed in the rvot, ascending aorta/cusp, coronary sinus, and left ventricle prior to noting the adverse event. Overall ablation time of the rvot was 45 seconds. All ablation cycles were less than 20 seconds. Irrigated catheter flow was set at 17ml/min during ablation of the rvot. Patient received anticoagulant (heparin) during the procedure with activated clotting times maintained between 300-350 seconds. Heparin was reversed with protamine upon discovery of the tamponade. It was also reported that after most of the ablations had been completed and prior to noting the tamponade, the smarttouch catheter (this catheter complaint) temperature sensor failed and there was no temperature displayed on the smartablate generator. Temperature readings were normal while ablating in the rvot, coronary sinus, and near the right coronary cusp. Temperature sensor malfunction occurred upon entering the left ventricle, when a large curve was put on the catheter in order to reach the desired location. No ablations were performed during this issue. Cable was replaced without resolution. Smarttouch # 1 was replaced with smarttouch # 2 (same catalog number) and the issue was resolved. Two ablations were performed with smarttouch # 2 in the left ventricle prior to concluding the procedure. It was believed that the sensor failed as a result of the curve the physician put on the catheter. Since the location of the tamponade cannot be conclusively determined, this event will be reported under both smarttouch catheters used and the soundstar catheter. This complaint is for the first smarttouch catheter.

Event description:
It was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. A small effusion was noted to be present prior to the procedure. During ablation phase, but not while ablating, the patient became hypotensive. A tamponade, which was larger than the pre-diagnostic effusion, was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed which yielded 300cc of fluid. The patient was reported to be in stable condition. Patient remained in the hospital overnight and was discharged the following day. The patient did not require extended hospitalization as a result of this adverse event. The patient has fully recovered. There were no factors cited that may have contributed to the adverse event. The physician's opinion regarding the cause of the adverse event is that it was procedure-related and not related to any product malfunction. It was noted that the physician did not attribute the injury to the ablation catheter, as it was in the left ventricle when the injury was noted. The blood retrieved during pericardiocentesis was venous, therefore leading the physician to believe that the injury was related to the rvot. Although both the ablation catheter (smarttouch # 1) and the imaging catheter (soundstar) had been in the area of the rvot, the physician believes that the event may have occurred while using the soundstar catheter. No transseptal puncture was performed. Sheaths used were a st. Jude medical sr0 8.5 french (on the right) and a terumo 9 french arterial sheath (on the left).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 09/01/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. It was also reported that after most of the ablations had been completed and prior to noting the tamponade, the smarttouch catheter (this catheter complaint) temperature sensor failed and there was no temperature displayed on the smartablate generator. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the device was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section causing the loss of temperature reported by the customer. Per this condition force feature cannot be verified; however the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature issue has been verified. An internal corrective action was created to address thermocouple breakage on the tip section for smarttouch and smarttouch sf catheters. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.